Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user accidentally entered three dinner meal announcements on the ilet system, after which blood glucose rose from approximately 207 mg/dl to 279 mg/dl; the user then consumed four cookies to offset the extra meal announcements, and subsequent follow-up confirmed glucose returned to range. Symptoms included hyperglycemia. Outcomes included no injury, no hospitalization, no alarms, and glucose normalization without medical intervention. Investigation included review of device data and user coaching on correct meal announcement use, with continued monitoring calls. Investigation of this case revealed user error related to duplicate meal entries, with no device malfunction or component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was use error.